Event description:
The infusion pump was received in the biomed. Dept. At the hospital with a note that stated "flow rates running low". No additional information was received, it was assumed that it was in clinical use at the time. The biomed. Reported that the pump was running low with their testing. No patient injury was reported.